Event description:
Arrow fracture with condyle grooving in pt who have undergone repair with the meniscus arrow and complaint of late postoperative symptoms. The second arthroscopy revealed 2 heads of the previously placed arrows had become palpable and proud. They were easily removed and the pt made a rapid recovery.